Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the event occurred due to handling mistake of the customer. The event can be prevented by following the instructions for use (IFU) which state: 5.8 sterilizing the endoscope ethylene oxide gas sterilization of the endoscope [caution] attach the eto cap to the venting connector of the endoscope prior to ethylene oxide gas sterilization. If the eto cap is not attached to the venting connector during the ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the channel cap of the cystonephrofiberscope was not on, and the end of the scope expanded the coating off the end by the tip. The issue occurred during reprocessing with no reports of patient involvement or patient harm.